Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. After receiving the alarm, the customer delivered the remaining bolus and received no additional occlusion alarms. The customer's blood glucose level was not impacted. Tandem was unable to perform a system check with the customer as the occlusion alarm had occurred in the past.